Event description:
Event description guidant received information that intermittant pauses in ventricular activity (paced and sensed) from this implantable cardiac resynchonization therapy-defibrillator (crt-d) were observed on a surface tracing one day post-implant. No adverse patient effects were reported. Lead measurements were reported to be within acceptable ranges.